Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive act button and ramping numbers. The blood glucose reading was 145 mg/dl. The customer's mother stated that the esc button also worked intermittently. She stated that the customer was attempting to deliver a bolus when the numbers began to scroll on their own. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.